Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that air bubbles were observed to be within the infusion set tubing. The customer primed the infusion set tubing successfully removing the air bubbles. There was no reported adverse impact to the customer's blood glucose level.